Event description:
Customer reported the insulin pump stopped working. The insulin pump would alarm no delivery and during the nigh the display went blank. Customer does not recall blood glucose level. Customer was advised to disconnect from the device. The device has no physical damage. The device was not dropped, bumped, or exposed to moisture. The battery cap was not missing or damaged. The battery compartment and spring were not damaged or corroded. Customer was advised to insert a new battery and display returned. Customer was advised to clean battery contact and wait 10 minutes and insert a new battery, display did not return. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had a blank display due to a power connector not properly plugged in to the interface board. The functional tests could not be performed due to the blank display. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.